Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The head and polyhead became detached during the repositioning operation when dislocated. Revision surgery. Update (B)(6) 2022: original implantation date was in 2015.